Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of nausea, loss of appetite, and weight loss. There is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event(s). Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported nausea, loss of appetite, and weight loss that required hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized due to nausea, loss of appetite and weight loss (unknown value) while utilizing the liberty cycler for pd therapy. The pdrn stated that the patient was directly admitted to the hospital by the nephrologist due to nausea, loss of appetite and weight loss. There was no diagnosis for the symptoms the patient was experiencing with pd therapy. The pdrn stated that the patient also experienced these symptoms on hemodialysis (hd) therapy as well. Hospital course is unknown. The patient was discharged and continued to experience the same symptoms. The patient continued therapy with one day on hemodialysis and six days on peritoneal dialysis.